Event description:
Patient reported that he had his spinal cord stimulator removed from his back because it caused broken ribs (floating rib fracture) due to placement of the device in his buttock and him swinging during golf. The patient thought the stimulator was made by st. Jude. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).